Event description:
It was reported that the outer sheath of the filterwire was fractured. The target lesion was located in the carotid artery. A 190 cm filterwire ez was selected for use. During the procedure, it was noted that the outer sheath of the filterwire was fractured and the filterwire could not be deployed. The device was removed from the patient's body normally and the procedure completed with another of the same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that it was observed the wire returned inside the delivery sheath and the retrieval sheath also returns. The filter bag came back in undeployed state. It is possible to see that the delivery sheath was detached and kinked at the proximal section and, the spring tip was bent and stretched. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed. Under the microscope it was observed that the delivery sheath was detached at the proximal section and, the spring tip was bent and stretched. Sheathing/unsheathing test was performed, and the filter bag can be retracted/deployed by normal way. No other issues were identified during the product analysis.

Event description:
It was reported that the outer sheath of the filterwire was fractured. The target lesion was located in the carotid artery. A 190 cm filterwire ez was selected for use. During the procedure, it was noted that the outer sheath of the filterwire was fractured and the filterwire could not be deployed. The device was removed from the patient's body normally and the procedure completed with another of the same device. No complications were reported and patient was stable post procedure.